Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had a routine in-clinic-follow-up, during which two inappropriate non-isolated shocks were identified. Troubleshooting and device optimization was performed. It was noted that the patient has chronic atrial fibrillation with paroxysmal aberrant conduction. This aberrancy resulted in a low amplitude signal with a notched morphology on the programmed primary vector with 1x gain. An auto setup was performed, in which the device selected the alternate vector with 2x gain. Provocative maneuvers, including isometric exercises, physical activity, and postural changes were conducted and demonstrated appropriate sensing. The plan is to continue to monitor. At this time, the electrode remains in service. No additional adverse patient effects were reported.